Manufacturer narrative:
The returned device was evaluated and investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. The reported event could not be determined. Investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached between 21 to 27.7 mmol/l (378 to 498.6 mg/dl) while wearing the pod between 36 and 48 hours on the back. A correction bolus was administered using the pod but the bg levels did not decrease. The patient noted that the cannula had dislodged from the infusion site and bent upon removal. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history is as follows: time: 6:10pm, bg(mmol/l): (mg/dl): cho(g): 70, bolus(u): 2.25; 8:14pm, 21-22, 378-396, 0.5; 8:47pm, 27.7, 498.6; new pod 9pm, manual injection; 11:01pm, 20.7, 0.5; 1:04am, 15.6, 280.8, 0.25.